Event description:
During a pta treatment procedure, balloon removal difficulties were encountered. The lesion being treated was an 80% stenotic lesion in a left radial dialysis shunt. The physician used a 4f introducer sheath and a transcend guidewire for antidromic venous vascular access. The sasuga ls14/20/6.0 balloon was successfully inflated five times. After the fifth inflation, the balloon was difficult to remove from the sheath. The physician felt significant friction. He attempted rewrapping the balloon, but remained unsuccessful in his removal attempts. Therefore, the balloon and sheath were removed from the patient's body together as a unit. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as `good.'